Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
During elekta internal investigations it was found optimization parameters defaults values will not revert back to the original default values as set in the system but will "stick" to the values as defined by the user in the previous workflow.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. When the optimization method 'improve goal dose' is used in the original adapted plan it is unintentionally carried over to the completion plan and to the adapted plan based on the completion plan. When creating the completion plan the optimization method should have been changed to 'reproduce goal dose'. An important field safety notice 382-01-mon-011 was released to all affected customers using monaco® v 5.40 on 8th february 2019. The problem will be resolved in monaco 5.40 maintenance release. The solution is estimated for release by the end of july 2019.